Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced to high blood glucose level as well insulin pump alarmed compromised force sensor system. The blood glucose level was over 550 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the drive support cap was protruded. Troubleshooting was performed for pump error. The insulin pump will be returned for analysis.